Event description:
The customer stated that the cell-dyn emerald generated discrepant hematology patient results. The results were questioned and the patients were retested in order to correct the results. The customer provided the following data from three patients: patient1, generated discrepant platelet results of 7 and 36 k/ul. Patient with sid (B)(6), generated discrepant platelet (plt) results of 4, 5, repeated at 21 k/ul,. This patient sample also generated wbc results of 2.5 and 2.3 k/ul, hct results of 31.8, 34 and 32 and hgb results of 10.3, 11.4 and 10.7 g/dl. Another patient sample ((B)(6)), generated hgb results of 6.4, 6.5 and 8.11 g/dl. The same patient sample generated wbc results of 0.6, 0.9 and 1.1, hct results of 19, 23 and 21.3. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The results for one patient generated from two different samples, drawn on two different dates, and were tested in two different hematology instruments. Comparison of these two results was not possible due to the patient condition and treatment at the time of blood collection. In addition, there may have also been a difference in the sample collection process (venipuncture, finger stick, or from an IV port) for each lab. The collection process was unknown. The plt results for patient (B)(6) and the hgb results for patient (B)(6) and ID (B)(6) (same patient different draw), all generated clinically significant low plt and hgb results, respectively, even when the samples were drawn from two different sites, different dates, different sample tubes, and two different hematology analyzers. These clinically low borderline results rely on the clinicians review and decision of how and when to administer appropriate treatment for the patient. The cell-dyn emerald, serial number (B)(4), verification information verified: 1. Cell-dyn emerald quality control runs were within specified control assay range. 2. Cell-dyn emerald precision was within specification. 3. Cell-dyn emerald event log showed instrument maintenance was current. Based on the investigation which included review of historical data, product labeling, and consultation with medical affairs, the cell-dyn emerald was performing as designed when presented with pathologic samples with potentially interfering substances and conditions that would affect sample processing. The complaint issues were sample-specific incidents; therefore, a product deficiency for the cell-dyn emerald was not identified the customer was referred to the cell-dyn emerald system operator's manual for additional information related to the complaint incidents.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.